Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Insulin pump alarmed with replace battery alarm. Customer also received low battery alert prior to replace battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Customer returned device for an alleged exposure to moisture, missing segments/partial display, unexpected battery power loss, and charge/battery lasts less than expected observed on (B)(6) 2022. The device passed the displacement test and self test. However, the device failed the sleep current test and active current test due to moisture damage on the electrical board 1. Successfully downloaded history files and traces using thump. No unexpected errors noted during testing. Device error 73 was found in the device history on (B)(6) 2022 at 00:33:00.000 due to moisture damage on electrical board 1. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, scratched case, cracked case (battery tube), pillowing keypad overlay, and label damage (faded). Charge/battery lasts less than expected not confirmed. Unexpected battery power loss confirmed due to moisture damage on the electrical board 1. Missing segments/partial display not confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.